Manufacturer narrative:
(B)(6). (B)(4). Investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 314.3 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 4 mm and appeared in good condition. Functional analysis revealed that there was distorted light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event was confirmed. Laser fibers are consumable devices and expected to degrade with use. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Based on the information gathered during the investigation, the investigation conclusion code assigned is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 laser fiber was used in a ureterorenolithotripsy procedure in the ureter performed on (B)(6) 2021. During the procedure, the laser fiber stopped fragmenting the calculus. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information: this event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.